Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 3.50mm x 12mm nc emerge was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completed with a different device. There were no patient complications nor injuries reported.